Event description:
Caller reported that cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The caller received guidance from cts on resetting the pump, and even though the error persisted, a decision was made not to send a replacement demo pump. Field representatives were instructed to seek approval for a new demo pump from their rsm, and cts then closed the case.